Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the ccd signal wire fluid damage, the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the electrical connector fluid damage, the distal body broken, the insertion flexible tube (ift) buckled, the suction channel buckled, the segment corroded, the operation channel leak, the lcb distal cover glass scratched, the air/water nozzle dirty, the ccd signal wire worn out, the u/d and the r/l pulley wires worn out, and the light guide cable lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).